Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 62 (mg/dl). Customer consumed juice to treat their bg level. Reportedly, the customer did not hear the empty cartridge alarm. Recommendation was made to consult with their health care provider to discuss diabetes management.